Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported they were getting a low probably because of the retainer ring issue. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.